Event description:
The following has been reported: pump programmed to infuse over 3 hours. Infusion finished 1.15 hours early. Pump taken out of use reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.